Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the patient was reading low sao2, patient did not appear in distress but was just trached and on sedation. Oxygen saturation reading 84% with perfusion of 0.35-.065. A forehead probe was tried with change in reading to 90%, but no significant change in perfusion the finger probe changed to alternate location, again with no significant change in perfusion or reading. The patient was given 100% fio2 to see if saturation would increase, it did not. Non-disposable finger probe tried, perfusion only increased to 0.7 but now with sat of 95% the ear clip did not read at all, the range of sats obtained from the pt were 84-95%, all with a perfect pleth and all with a perf in the 0.5-0.65 range. No patient impact or consequences were reported.

Event description:
The customer reported the patient was reading low sao2, patient did not appear in distress but was just trached and on sedation. Oxygen saturation reading 84% with perfusion of 0.35-.065. A forehead probe was tried with change in reading to 90%, but no significant change in perfusion the finger probe changed to alternate location, again with no significant change in perfusion or reading. The patient was given 100% fio2 to see if saturation would increase, it did not. Non-disposable finger probe tried, perfusion only increased to 0.7 but now with sat of 95% the ear clip did not read at all, the range of sats obtained from the pt were 84-95%, all with a perfect pleth and all with a perf in the 0.5-0.65 range. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.